Event description:
A user facility reported that the capsular bag tore during a cataract removal/intraocular lens (iol) implantation procedure. The association between this event and the iol is not known. Additional information has been requested.